Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned spacer was evaluated. A portion of the threaded proximal end has fractured off. The cause is likely attributed to off-axis forces applied to the device during impaction. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage and installation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a spacer cracked intra-operatively. It was placed within the disc space and being tamped into position with a mallet when the spacer fractured. It was removed from the patient and replaced with an alternative copy of the same size. There were no reports of patient injury associated with this event.